Event description:
It was reported that the pump battery was experiencing charging issues. There was no reported impact to the customer's blood glucose level. The customer declined to provide further information.